Manufacturer narrative:
Li, j. (2017). Efficacy analysis of endovascular treatment for acute progressive ischemic stroke. Chinese journal of clinicians, 11(3), 375-378. Doi:10.3877/cma.j.issn.1674-0785.2017.03 the solitaire has not been returned for evaluation; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the provided information.

Event description:
Medtronic literature review found a report of a patient death after solitaire thrombectomy. The purpose of this article as to explore the efficacy of endovascular treatment for acute progressive ischemic stroke (apis). The authors reviewed 21 patients with apis who underwent solitaire thrombectomy. The article states that 1 of the 21 solitaire patients died due to cerebral herniation post-procedure.